Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, no air in line alarms occurred, instead the device alarmed a constant reload set. A review of the event history log identified reload set alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of air in line alarm was determined to be a reload set issue. The cause of the condition was determined to be the upstream sensor values out of specification. The ultrasonic sensor requires replacement to address this issue. A reload set alarm would not cause a death or serious injury if it were to recur. This alarm occurs at pump-tubing setup and may result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, no air in line alarms occurred however a review of the event history log identified air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor values out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.